Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201 batch/lot number: al1n141560 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block h11: a device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had surgery to revise the neurostimulator and tined lead. Initially, it was reported the patient experienced shocking sensations, and a solid red light appeared on the remote. The sensations stopped once the stimulation was turned off. The event was associated with discomfort, pain, and undesired sensations. During the revision, it was discovered the lead was fractured. A new neurostimulator and tined lead was implanted without further concern.